Event description:
On (B)(6) 2010 septic shock. (B)(6) medical centre. Prof. (B)(6). Was this a serious adverse event? Yes. Date of onset: (B)(6) 2010. Date reported: (B)(6) 2010. Is a guidant/boston scientific device involved in this event? No. Was there a change in implanted material? No. Corrective therapies: no. Ae status: closed. Investigator's name: prof (B)(6) date of report: 06/19/2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).